Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There were travel course reverse check clutch and plunger lever errors in the event history log (ehl). These alarms were not reproduced after multiple occlusion tests. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The clutch laves were replaced to correct the reported product problem.

Event description:
It was reported that the medfusion pump exhibited a travel coarse error during an occlusion test. No patient injury or complications were reported in relation to this event.